Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope has a rubber fell off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 the device was returned, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the rubber bonding falling off was due to the bending section cover rubber adhesive joint cracking led to the malfunction. The cause of the cracking was due to wear and stress on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.